Event description:
It was reported that a malfunction alarm with code malf 9 occurred. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, and the issue did not persist. The customer was advised to continue using the pump and to contact support again if the malfunction recurs.